Event description:
Pre-op x-ray on (B)(6) 2010, showed vena cava filter had migrated into the right atrium. The procedure to remove the filter was successful, however, the pt complained of chest pain and shortness of breath immediately upon removal. A stat echocardiogram showed right atrial collapse and pt status declined rapidly leading to a code blue, immediate transfer to operating room for atrial repair. Pt died two days following.